Event description:
The manufacturer received information alleging an issue with a ventilator's pressure delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter were found to be contaminated and were replaced to address the issue.